Manufacturer narrative:
The p500 surface is for household and healthcare facility use. The p500 surface is a finished size of 35.5" (90 cm) wide by 84" (213 cm) long, with a thickness of 8" (20 cm). The surface is designed for use on pan-deck frames that accommodate this surface size; it is not intended for use on spring-deck frames. The intended users of this product are healthcare employees, non-clinical caregivers, and occupants who have the physical strength and cognitive skills to operate and control the product. Follow safety protocols if an intended user does not have the physical strength or cognitive skills to operate and control the product safely. The hrc technician determined that the bed alarm was not working due to no patient or weights on the bed. The alarm will not arm without weight on the bed. This is a user error. The hrc technician reset the bed and it was functioning as intended. The account was additionally in serviced by hillrom technicians on how to correctly arm the alarm reset the bed. Based on this information, no further action is required.

Event description:
The customer alleged the bed exit alarm was not working. This event has been captured under hillrom complaint ref # (B)(4).